Manufacturer narrative:
The exact recall number is unknown. Possible recall numbers include z-1972-2021, z-1973-2021, and z-1974-2021.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging kidney disease/toxicity no medical intervention was specified by the patient. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleging kidney disease/toxicity. There was no report of medical intervention. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture quality product investigation laboratory investigated therapy with the device and verified pil tech was able to confirm the device powers on and provided airflow. Pil observed the heater plate was operational. During review of the error logs, pil determined that the device had 9543.4 machine hours, 9543.4 blower hours and 9260.2 therapy hours. The error log showed 1 error logged. 1 instance of e-31 (high bus voltage (vbus) with blower off (invalid power supply) a stop error. Care orchestrator data was not available for download. The manufacturer concludes there was secondary findings were observed as dust/dirt-like contamination on the top cover/ui panel. Small scratches were observed on the corner of the top cover. A whitish dust-like contamination was observed on the right side panel, in the iso port, in the air inlet, on the pca around the control knob, on and under the blower cap, on and in the blower motor, on the top and bottom of the blower housing. Along the airpath of the sound abatement foam and in the base of the bottom enclosure. A potential web-like substance was observed on the pca¿s lcd, on the bottom of the blower housing and in the corner of the bottom enclosure. Pil observed the grommet on the blower motor wire was not seated properly. An oil-like substance was observed along the base of the right-side panel. A yellow-brownish substance was observed on the sound abatement foam and in the base of the bottom enclosure. Evidence of sound abatement foam degradation/breakdown was not observed. (Ds6hflg) pil observed a brownish substance on and close to the flip lid latch, on the interior side edge of the water chamber and in the base of the water tank. An oil-like substance was observed on the flip lid assembly, all over the exterior and interior of the water tank, throughout the interior of the humidifier bottom enclosure, and dry box, on the heater plate, in the lower base, on and under the humidifier flip lid assembly seal. An unknown contaminate was observed in the base of the humidifier bottom assembly. A whitish dust-like contaminate was observed in the outlet of the dry box.